Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (escherichia coli) was misidentified as citrobacter koseri and citrobacter farmeri when repeat testing was performed with an affiliated laboratory. No information could be provided on patient impact, but the user stated that the colony morphology was similar to escherichia coli.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.